Event description:
The mask has a problem with the stitch like mechanism that attaches the tie on strings to the sides of the mask. When in use, the strings separate from either the top or bottom, leaving the mask no longer firmly covering the mouth and nose.